Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was causing discomfort because of its location. The patient underwent a revision procedure wherein ipg was replaced per physician's preference. The patient was doing well post operatively.